Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient and device information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2023-01472. It was reported that the patient was experiencing ineffective therapy due to both of their leads having migrated. It was noted that the patient experienced trauma prior and the issue was confirmed with imaging. As a result, the patient underwent surgical intervention during which both leads were explanted and replaced. Effective therapy was established post-operatively.